Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stopped making x-ray. The review of system log file shows malfunctioning frontal ip-pc. Upon functional testing, the fse found that the hdd of ippc was defective. The philips engineer replaced the hdd of ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system stopped making x-ray during a procedure. The system was in clinical use. No user or patient harm has been reported.a philips field service engineer (fse) visited the site and replaced the hard drive. The device was returned to expected functionality.